Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported patient had a loss of therapy. There was no therapy concern related to positional movement. Patient stated he used his patient programmer (pp) and had increased stimulation but still not able to feel stimulation. It was noted pp showed stim on when communicating with the ins. It was noted pp showed stim on and adaptive stim was on showing position as upright at 5.8. It was recommended charging ins, ins was charging to 100%. Troubleshooting included considered increasing amplitude if medically appropriate. Patient increased stim and was not able to fell stim. There was no trauma/fall/emi/activity involved. It was mentioned external device everything was functioning as it should. Patient had returned of symptoms at lower back hops and left legs. This would consider a gradual change in therapy or symptoms. Patient noted a gradual return of symptoms of pain in lower back, hips and down the left leg which was normally covered by the therapy. Additional information from rep was received on 2019-jan-09. Rep stated that patient could feel stimulation even if he turned it all the way up. Over the phone, rep had patient turned on and up the stim to 10.5 and he could not feel anything. Rep would meet patient again on jan-11/2019. The issue was not resolved at the time of this report. Additional information was received. Consumer reported they noticed pain in their back and legs, then realized the device was not working. They met with their rep and tried all outside remedies and had an appointment to see the surgeon on (B)(6). No further complications reported/anticipated.